Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/13/2016 with the following findings: a review of the pump¿s black box data showed two unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. There was no evidence of physical damage on the battery cap and it could attach securely to the pump. The returned battery cap had one out of specification contact height was and both contact widths were within specification. It was observed that the returned battery cap had stripped threads but the cap was still able to attach to the pump. The pump was exercised for 24 hours with no intermittent power or reboot occurrences therefore the initial complaint about a power issue could not be duplicated during this investigation. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump was rebooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.